Manufacturer narrative:
Customer did not provide lot number. In absence of lot number, manufacturer cannot conduct an investigation. The customer failed to follow the instructions provided with the device. Under the warnings, precautions, and safety information section of the product instructions for use (IFU), the following is stated, ¿avoid exposure of your skin, eyes, nose or mouth to the solution in the tube.¿ additionally, per the safety data sheet, "not classified as dangerous according to directive (ec) no. 1272/2008." Customer was provided with number for poison control. Customer could not provide any further information. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported that they accidently ingested the buffer solution. There was no reported injury due to this event.